Event description:
The customer reported that he received no delivery alarms on the insulin pump. He stated the cannula was bent at a 45 degree angle, causing the alarm. The customer's blood glucose was unknown at the time of the event. Customer declined troubleshooting for the alarm. At the time of the report, it was mentioned that there were scratches on the lcd screen, but these were superficial scratches that did not impact the customer's ability to read the screen. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.